Event description:
The event occurred during a ice storm the ventilator stopped cycling with no alarm. The pt was hand bag ventilated one hr, apparently developing a pneumothorax and became difficult to ventilate. CPR was not successful and the pt expired.